Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer is using cold insulin and does not properly cycle the cartridge during the load procedure, this is considered off label use.